Event description:
Same case as MFR ID # 2134265-2012-04722. It was reported that during a percutaneous transluminal angioplasty, the guidewire became stuck in the catheter. The total occluded target lesion was located in the distal superficial femoral artery (sfa). The offroad system was advanced into the sub-intimal of the sfa and the re-entry balloon was inflated, the micro catheter was inserted with the platinum plus guide wire through the re-entry balloon, but the placement of the re-entry balloon was not distal enough to pass the occlusion. The guidewire was unable to be removed from the tip of the micro catheter advanced in the sub-intimal lesion. The re-entry balloon was deflated and the wire and the micro catheter were removed. The procedure was completed with a different device. No patient complications were reported.

Event description:
Same case as MFR ID # 2134265-2012-04722. It was reported that during a percutaneous transluminal angioplasty, the guidewire became stuck in the catheter. The total occluded target lesion was located in the distal superficial femoral artery (sfa). The offroad system was advanced into the sub-intimal of the sfa and the re-entry balloon was inflated, the micro catheter was inserted with the platinum plus guide wire through the re-entry balloon, but the placement of the re-entry balloon was not distal enough to pass the occlusion. The guidewire was unable to be removed from the tip of the micro catheter advanced in the sub-intimal lesion. The re-entry balloon was deflated and the wire and the micro catheter were removed. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - initial examination of the returned device noted that both the micro catheter and the balloon catheter were returned for analysis. The micro catheter was kinked between 555mm and 580m distal to the hub. A slight kink was noted at 60mm distal to the hub. It was not possible to advance a 0.014 inch laboratory controlled guidewire through the micro catheter due the kinking noted on the shaft of the device. It was not possible to advance the micro catheter through the balloon catheter due to the kinking noted on the micro catheter. Attempts to advance the micro catheter resulted in the shaft kinking further. It was possible to inflate the balloon to its nominal rated burst pressure of 2 atmospheres without any issue noted. There were no leaks noted with the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).